Event description:
A report was received from a user facility in (B)(4) stating: "the mesh filter was clogged. The seam of the stable chamber was disadvantageous situated combined with the suction and the lens fragments which led to the congestion. No patient impact or injury.

Manufacturer narrative:
Product has not been received for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.